Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. (B)(4). Concomitant medical products: item number: 00875705201, item name: shell with cluster holes, lot #: 63494125, item number: 00771101110, item name: femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 11 standard offset reduced neck length, lot #: 63219378, item number: 00875101036, item name: liner neutral 36 mm i.d. Size ii for use with 52 mm o.d. Size ii shell, lot #: 63393679. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2018 - 07044, 0001822565 - 2018 - 07046, 0001822565 - 2018 - 07047. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient is experiencing ongoing moderate pain, decrease in activities of daily living, and declining harris hip & oxford scores approximately two years post-implantation. No medical intervention has been reported at this time. Attempts have been made and no additional information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Review of the available records identified the following: the patient underwent a right total hip arthroplasty due to degenerative joint disease secondary to avascular necrosis. No complications occurred during the procedure. Review of ongoing office visit notes identified the following: the patient was satisfied and had moderate pain and limp, which elevated to extreme pain with l5-s1 fusion. Review of radiographs identified no abnormalities. The patient had no improvement after previous visit. Limps most of the time and has pain. Review of radiographs identified no abnormalities. Ongoing office visits indicate the following: review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.